Event description:
Customer reportedly received results of 526 mg/dl and 140 mg/dl within 10 minutes on the advantage sys. Customer also reportedly received the following results on the advantage sys within 10 minutes: 519 mg/dl, 340 mg/dl, 150 mg/dl, and 101 mg/dl. A result of 267 mg/dl was also obtained within 10 minutes of the result of 101 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.